Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a pump error alarm and would not clear. Customer stated the they do a restart is they were unable to complete the rewind process. Blood glucose level at the time of the incident was 320 mg/dl and treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor assembly was found with traces of corrosion. The device was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 38 due to blank display. The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. The p-cap and reservoir will not lock properly due to missing retainer.